Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 1500 mg/dl. The customer was treated with intravenous fluids of saline and inulin to address the bg. Reportedly, the customer experienced aspiration pneumonia and acute kidney injury. The customer was released in (B)(6) 2025 with the issue resolved and no permanent damage.